Event description:
As reported by our edwards affiliates in belgium, approximately one year and five months post transcatheter aortic valve replacement using a 20mm sapien 3 ultra valve, the valve was critically stenosed. A valve-in-valve procedure was successfully performed with a non-edwards valve, and gradients were 15 mmhg after the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of stenosis was unable to be confirmed due to the unavailability of applicable medical records or imagery. Available information suggests patient factors (diabetes) and/or procedural factors (patient-prothesis mismatch) likely contributed to the event as provided medical records indicated that the patient had diabetes and suggested a prothesis/aorta mismatch. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to b3. Update to b5.

Event description:
Additional information was provided that one year and five months later, the valve was critically stenosed. Two weeks later, a valve-in-valve procedure was successfully performed with a non-edwards valve.